Event description:
It was reported that within the past month, a pt had a small burn or blister on their upper lip, which is now believed to have been caused by the overheating drill. The burn or blister was not expected to cause any permanent damage. It was reported that neosporin was applied to the lip of the pt and no other adverse consequences are known to the user facility.